Event description:
Five explants due to swelling and pain on patients operated on in 2007. One explant due to loose screw. One was resolved by removing screw leaving implant intact. Note: upon explant, some fraying was observed around screws. Artelon was intact at wings, no synoitis.

Manufacturer narrative:
No conclusion can be drawn at this stage.